Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Half in patient, half hospital discarded.

Event description:
Upon final tightening of a locking 2.7 x 20 mm variax 2 t8 screw into a curved foot plate, the head of the screw sheared off. Screw is locked in place but with no way to remove. This resulted in difficulty in ability to remove screw and plate. No surgical delay reported.